Manufacturer narrative:
(B)(4) date sent: 6/30/2025. B3: publication year of 2021. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: tri-staple vs ultrasonic scalpel in distal pancreatectomy (trudy). A randomized controlled, multicenter, patient blinded, superiority trial . Authors: m. De pastena, l. Landoni, s. Paiella, g. Malleo, a. Esposito, m. Fontana, m. Ramera, c. Bassi and r. Salvia. Citation: hpb 2021, 23 (s3), pages s749-s750. This study aimed to evaluate if the parenchymal transection using the triple-row reinforced stapler decreases the incidence of postoperative pancreatic fistula compared with ultrasonic transection after distal pancreatectomy. From july 2018 through july 2020, 145 patients undergoing distal pancreatectomy were included in the study. The patients were randomized into 2 groups. There were 72 patients in the experimental group and they received a competitor¿s triple-row reinforced stapler while the control group had 73 patients, and they received the harmonic focus ultrasonic scalpel (ethicon endo-surgery). The reported complications included postoperative pancreatic fistula (n=19%). In conclusion, the present randomized controlled trial of stapled transection using a pga-reinforced triple-row stapler versus ultrasonic transection with harmonicò energy devices in elective distal pancreatectomy demonstrated no significant difference in postoperative pancreatic fistula rates.